Event description:
The pt's explanted device was rec'd for analysis. A note accompanying the device stated that the electrode lead of the pt's device extruded. Detailed info has been requested but not rec'd.